Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was selected for use. However, upon advancing the stent inside the guide extension catheter resistance were encountered. The device was removed from the patient's body and it was noted that the stent struts got lifted. The procedure was completed with a non-bsc device. No patient serious injury or adverse event were reported.